Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected d9, corrected h3, corrected h6 type of investigation, corrected h11. The esheath was returned to edwards lifesciences. Visual evaluation was performed, and the following was observed: sheath liner unexpanded and tip unopened. Transparent liquid noted in flush tube next to hub. Material analysis was performed on the isolated liquid collected during product evaluation with fourier transform infrared spectroscopy (ftir). Ftir results for the liquid found on the flush tube show similar absorption characteristics to silicone oil. An engineering study was performed to examine the propensity of silicone in the flush tube to be removed during device preparation as well as to evaluate the possibility of silicone material originating from the valve stack (applied to housing in manufacturing). The study indicates that silicone would be able to be flushed away during device preparation. In addition, as silicone was able to travel from housing into the flush tube, the possibility of silicone application during esheath manufacturing having a potential impact on this event could not be ruled out at this time. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During receiving inspection, the flush tubes are 100% inspected for cleanliness, which includes surface fluids or stains. While this review indicates that proper inspections and tests are in place during the manufacturing process, investigation was unable to rule out the possibility of a manufacturing non-conformance at this time. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The fluid in the side port of the esheath was confirmed. A potential manufacturing non-conformance or a supplier-related issue was identified through the investigation. Evaluation of the returned device showed liquid substance inside the flush tube next to hub. Ftir analysis performed on the isolated substance revealed silicone-base composition, consistent with silicone component that is a part of the esheath. During esheath manufacturing, this silicone material is incorporated into two different locations: hemostatic valve stack (inside of housing) and three-way stopcock. During sheath packaging, liquid silicone is injected in between the valves and inside the cross slit of the most proximal valve. An engineering study confirmed that application of excessive silicone may cause the fluid to migrate from sheath housing and accumulate inside the flush tube. The stopcock component comes pre-assembled with silicone from supplier. As such, available information suggests that the reported event may be tied a manufacturing non-conformance or a supplier-related issue. However, since the silicone source was unable to be unequivocally ascertained, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An awareness communication was performed as a precautionary measure. Additionally, as the stopcock component comes pre-assembled with silicone from the supplier, a supplier corrective action request has been initiated for further investigation. Neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The following sections of this report have been updated: corrected h6 investigation findings, and corrected h6 investigation conclusions. Corrected details of the product evaluation below. The fluid in the side port of the esheath was confirmed. Investigation points to the possibility manufacturing non-conformance being involved. Evaluation of the returned device showed liquid substance inside the flush tube next to hub. Ftir analysis performed on the isolated substance revealed silicone-base composition, consistent with silicone component that is a part of the esheath. During esheath manufacturing, this silicone material is incorporated into two different locations: hemostatic valve stack (inside of housing) and three-way stopcock. During sheath packaging, liquid silicone is injected in between the valves and inside the cross slit of the most proximal valve. An engineering study confirmed that application of excessive silicone may cause the fluid to migrate from sheath housing and accumulate inside the flush tube, suggestive of observed issue potentially stemming from manufacturing. As such, available information suggests that the reported event may be tied a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. However, an awareness communication was performed. Additionally, since esheath flush-tube assembly incorporates silicone into three-way stopcock, the supplier was notified as a precaution.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected d9, corrected h6 component code, additional information added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. While this review indicates that proper inspections and tests are in place during the manufacturing process, investigation was unable to rule out the possibility of a manufacturing non-conformance at this time. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed, and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The fluid in the side port of the esheath was confirmed empirically based on previously investigated complaints. A potential manufacturing non-conformance or a supplier-related issue was identified through the investigation. Due to the unavailability of the device, ftir analysis was unable to be performed, however, similar complaint events identified the fluid in the flush tube as silicone component that is a part of the esheath. During esheath manufacturing, this silicone material is incorporated into two different locations: hemostatic valve stack (inside of housing) and three-way stopcock. During sheath packaging, liquid silicone is injected in between the valves and inside the cross slit of the most proximal valve. An engineering study confirmed that application of excessive silicone may cause the fluid to migrate from sheath housing and accumulate inside the flush tube. The stopcock component comes pre-assembled with silicone from supplier. As such, available information suggests that the reported event may be tied a manufacturing non-conformance or a supplier-related issue. However, since the silicone source was unable to be unequivocally ascertained, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An awareness communication was performed as a precautionary measure. Additionally, as the stopcock component comes pre-assembled with silicone from the supplier, a supplier corrective action request has been initiated for further investigation. Neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from australia by our edwards lifesciences affiliate, upon opening the packaging of a 14fr esheath, a fluid was present in the side port of the esheath was observed. The device was exchanged for a new sheath for the procedure.